Manufacturer narrative:
Citation: jimenez diaz va et al. Predictors of permanent pacemaker implantation after transcatheter aortic valve replacement in patients with very large annuli: data from the 34mm self-expanding corevalve evolut r prospective multicenter registry. Journal of the american college of cardiology. 2019 oct;74(13): suppl b518. Doi: 10.1016/j.jacc.2019.08.627. Epub 2019 oct 1. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an analysis of the clinical characteristics and predictors of in-hospital permanent pacemaker implantation in patients with severe aortic stenosis and large aortic annuli who underwent transcatheter aortic valve replacement with the 34 mm evolut r valve. All data were collected from 8 centers. The study population included 157 patients (demographics not provided), all were implanted with 34 mm medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, adverse events included: new permanent pacemaker implantation (49 cases). Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.